Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific reported information that the patient received an inappropriate shock for oversensing of t-waves when programmed in the primary vector. Subsequently the vector was changed to alternate. A few weeks later the patient received five inappropriate shocks due to oversensing of t-waves; therapy was exhausted. It was noted that as soon as the patient's heart rate became elevated the t-wave amplitude increased the double counted. Boston scientific technical services (ts) and engineering were consulted and recommended reprogramming the shock therapy rate cut off zones. No adverse patient effects were reported.